Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. (B)(6). Time between testing is unknown. Tests were performed minutes apart. Patient's therapeutic range: 2.0 - 3.0. Patient milks the finger sometimes in the attempt to collect sufficient sample for test, and applies drop in 15 seconds - 1 minute.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012; inratio results: 1.3, 2.4; mean: 1.85; sd: 0.78; %cv: 42.04; result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. User reported additional results from multiple different dates of testing. A maximum of three (3) hrs is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Therefore, no further comparison analysis of these other reported results is appropriate. User reported sometimes milking pt finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported sample was applied to the strip sometimes as much as 60 seconds following finger-stick. This delay in application may have prematurely initiated clotting and adversely effected sample migration, flow and saturation. Either of these issues may be root cause. No product associated with the complaint is expected for return. No strip lot info provided. No further investigation is possible. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. Review of complaint revealed that customer milks the finger sometimes and applies drop in 15 seconds - 1 minute. These cannot be ruled out as a cause for unexpected inr results. Since no strip lot info was available and no product was expected to be returned, further investigation for product performance could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.